Event description:
Major pump unit(s) involved: external control system failure;specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure; intermittent beeping. Specific component(s) involved: external controller malfunction. Intermittent beep after changing batteries; continued on pbu, changed controller; resolved. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; implant device type: lvad.